Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive in certain areas, rendering the device unusable; the damage mechanism was unknown, and the patient transitioned to subcutaneous insulin via pens with subsequent hyperglycemia reaching over 400 mg/dl, while the affected component was the touchscreen and the device problem was consistent with a fracture. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with fracture damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.